Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), embedded device ("embedded in uterine wall") and genital haemorrhage ("excessive abnormal bleeding/abnormal bleeding(general)" in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's past medical history included abortion, hypertrophy of uterus, appendectomy and bladder operation. Previously administered products included for an unreported indication: codeine sulfate. Past adverse reactions to the above products included hypersensitivity with codeine sulfate. Concurrent conditions included genital bleeding, body mass index normal, leg pain, abdominal discomfort, general body pain, uti, fever, flu, menses lack of, extremities itchy sensation of, vaginitis bacterial, candidiasis, uterine leiomyoma, metrorrhagia, irregular periods, pap smear abnormal, uterine bleeding, nabothian cyst, ovarian cyst, anxious mood, arthralgia, flush hot, difficulty sleeping, anemia and grand multiparity. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as ibuprofen (motrin), nitrofurantoin (macrobid) and nuvaring. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In 2007, the patient experienced pelvic pain ("chronic pelvic pain/pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("right back side pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2009, 3 years 11 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with hysterectomy with bilateral salpingectomy, and unilateral oophorectomy and ablation, sunction and dilation and curettage. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, embedded device, pelvic pain, abdominal pain, weight decreased, dyspareunia, vaginal discharge, weight increased, hormone level abnormal, back pain and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal odour, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. On the right side 10coils were counting extruding from the tubal lumen and on the left side 7 coils were counted extruding from the tubal lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina: on (B)(6) 2005: thickening endometrial lining and enlarged uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, low back pain, pelvic pain, vaginal discharge, vaginal odor, dysmenorrhea, abnormal bleeding. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vaginal odor, right back side pain, weight gain, embedded in uterine wall, and does not underwent essure confirmation test. Outcome for events cramping and bleeding was updated to recovered/resolved. Historical conditions, concomitant drugs, concomitant conditions, concomitant drugs and lab data were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated / migration of essure device location of device: myometrium of uterus"), embedded device ("embedded in uterine wall / location of the perforation: myometrium of uterus") and genital haemorrhage ("excessive abnormal bleeding/abnormal bleeding(general)") in a 47-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's past medical history included abortion, hypertrophy of uterus, appendectomy and bladder operation. Previously administered products included for an unreported indication: codeine sulfate. Past adverse reactions to the above products included hypersensitivity with codeine sulfate. Concurrent conditions included genital bleeding, body mass index normal, leg pain, lower abdomen pressure sensation of, general body pain, uti, fever, flu, menses lack of, localised itching, vaginitis bacterial, candidiasis, uterine leiomyoma, metrorrhagia, irregular periods, pap smear abnormal, uterine bleeding, nabothian cyst, ovarian cyst, anxious mood, arthralgia, flush hot, difficulty sleeping, anemia, grand multiparity, stress, degenerative disc disease, allergy and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as escitalopram since (B)(6) 2017, ibuprofen (motrin), meloxicam since (B)(6) 2017, montelukast since (B)(6) 2018, nitrofurantoin (macrobid), nuvaring and topiramate since (B)(6) 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In december 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2006, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2007, the patient experienced back pain ("right back side pain") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2009, 3 years 11 months after insertion of essure (ess205), the patient experienced vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odor"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and weight decreased ("weight loss"). The patient was treated with surgery (plaintiff underwent a hysterectomy with bilateral salpingectomy, unilateral oophorectomy), surgery (plaintiff underwent a hysterectomy with bilateral salpingectomy, unilateral oophorectomy) and surgery (ablation, sunction dilation and curettage). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device expulsion, embedded device, abdominal pain, weight decreased, hormone level abnormal, back pain, abdominal pain lower and vaginal odour outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal odour, weight decreased and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. On the right side 10 coils were counting extruding from the tubal lumen and on the left side 7 coils were counted extruding from the tubal lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2005: thickening endometrial lining and enlarged uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, low back pain, pelvic pain, vaginal discharge, vaginal odor, dysmenorrhea, abnormal bleeding. Most recent follow-up information incorporated above includes: on 2-oct-2018: new pfs received- outcome of events dyspareunia, pelvic pain from unknown to recovered/resolved and events vaginal discharge and weight gain from unknown to recovering/resolving were updated. New reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and weight decreased ("weight loss"). The patient was treated with surgery (on 2013 or 2014, plantiff underwent a hysterectomy.). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and weight decreased outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and weight decreased to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.